Manufacturer narrative:
Correction: section h6: correction of h6 to address non-device return.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2024.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance measurements. No intervention or patient condition was reported.

Manufacturer narrative:
Correction: section b2: checked "required intervention to prevent permanent impairment/damage (devices)".